Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds and a sensing issue in bipolar and unipolar configurations. A fracture was suspected. Also, during the lead replacement, shearings were noticed on the lead. It was suspected that the shearings were produced by the excessive screwing of the connection between the lead and the setscrew of the implantable pulse generator (ipg). Both appeared to be damaged. The lead was explanted and replaced, but the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.